Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (left arm) while wearing the device between 49 and 71 hours. The patient also experienced high and low blood glucose per the patient's legal guardian, with blood glucose levels reaching 24 mmol/l (432 mg/dl) and 2.1 mmol/l (37.8 mg/dl). The patient was treated at the accident and emergency (a&e) of (B)(6) on (B)(6) 2026. The patient was prescribed antibiotics and it was reported that the patient may require surgery. The patient was initially discharged from the a&e on the same day. The patient then returned to the a&e on (B)(6) 2026, and was discharged on (B)(6) 2026. The patient was reported to have several daily visits to the hospital since then for the treatment of intravenous antibiotics, followed by a prescription of oral antibiotics for a week. The abscess was managed using antibiotics, and the patient did not require surgery. The patient prepared the infusion site using cavilon barrier cream and removed the pod using apeel barrier spray. The pod was discarded in the hospital and cannot be returned.

Manufacturer narrative:
Additional information was provided by the patient's legal guardian. B5 and h6 has been updated accordingly.

Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (left arm) while wearing the device between 49 and 71 hours. The patient also experienced high blood glucose per the patient's legal guardian, however the patient's blood glucose level was not provided. The patient was treated at the (B)(6) on (B)(6) 2026. The patient was prescribed antibiotics and it was reported that the patient may require surgery. The patient was initially discharged from the (B)(6) on the same day. The patient then returned to the (B)(6) on (B)(6) 2026, and was discharged on (B)(6) 2026. The patient was reported to have several daily visits to the hospital since then. Additional information on the patient's treatment is currently solicited. If additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.